Event description:
According to the reporter: as the device was going in out of the trocar, it tore the seal, allowing for blue shavings from inside the trocar to go inside of the pt's body. This occurred on two different trocars. No pt injury reported. No add'l info available at this time.

Manufacturer narrative:
(B)(4).